Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working; however, the component became functional after that. Four years later, a surgical procedure was performed to remove and replace the existing device with a new ipp. Upon explant, it was noted that the cylinders were broken. There were no patient complications.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working; however, the component became functional after that; therefore, no surgical intervention was needed. There were no patient complications reported.